Event description:
It was reported that a spectrum infusion pump door would not close. Any pt injury or involvement is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "door will not close" as a door not fully latched alarm. The eval found the force required to close the door was above expected levels and caused the alarm. The door hooks and latch pins were replaced to correct this condition.